Event description:
It was reported by dealer that the alarm is not working on the irc5po2v concentrator. 4054 hours on unit.

Manufacturer narrative:
Follow up will be filed if additional information is received.